Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with reflin (dose, frequency and route not reported) and amikacin (dose, frequency and route not reported) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.